Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is over delivering insulin. The customer has been experiencing low blood glucose. The current blood glucose reading is 78 mg/dl. Customer has treated with food. Customer stated that the insulin pump is delivering insulin every five minutes. Customer stated that she was mentally confused and feeling lightheaded. During troubleshooting, the programming is correct. The status screen and reservoir are showing the same amounts of insulin. Customer's blood glucose level rose to 132 mg/dl before she disconnected the call. Nothing further reported.